Event description:
The suspect device showed variation in results when compared to the lab. The results are as follows: inratio was 2.0, 3.8, 5.0 and 2.3. Corresponding lab results were 1.9, 2.7, 2.2 and 1.9 respectively. No treatment was administered based on the meter results. Further follow-up to be performed.